Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and found error 32100 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, successfully programmed, and tested on the printed circuit assembly (pca) gold system where this board function as expected, booth up normal with no errors triggered. Run 10x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1.5 hours idling in normal mode with no issue. In addition the test, this unit went through in process correction verification pe doc (B)(4) rev l and passed all the tests. Reviewing the history error logs these failures where pointing to a different node. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that no root cause could be attributed to reported error with this acp cfg unit.

Event description:
It was reported that prior to the start of a da vinci-assisted simple transabdominal prostatectomy surgical procedure, site had error 32100 when deploying for draping. Site tried a power cycle before calling and received the same error. Technical support engineer (tse) worked with site to complete a hard power cycle and issue remained. Site can recover from fault but still has no boom control. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.